Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had an MRI examination and thereafter had a decrease in hearing with the device. MRI examination are contraindicated for vorp 502 devices.

Manufacturer narrative:
Conclusion: device investigation shows a functional device. According to the information from the field the explantation was due to device unrelated reasons; the patient had an MRI examination (even though contra-indicated for vorp (B)(4) users) and experienced afterwards a decrease in hearing with the device. During the re-implantation surgery it was determined that the fmt had become dislocated. As the surgeon was not sure about the status and the functionality of the implant, the device was explanted and replaced with a similar implant which is MRI compatible, i.e. Vorp (B)(4). This is a final report.

Event description:
The patient had an MRI examination and thereafter had a decrease in hearing with the device. MRI examination is contraindicated for vorp (B)(4) devices.